Event description:
On (B)(6) 2013 we received a user facility medwatch from the FDA with the following information: 'during a robotic assisted hysterectomy it was noted by the surgeon that the wire was frayed at the tip of the instrument at the pulley system. The mega suturecut needle driver was removed from the patient and use.'

Event description:
It was reported that during a davinci si surgical procedure, the customer noted a broken wire on the mega suture cut needle driver instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
On (B)(4) 2013 we received the user facility medwatch form from the FDA,

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip close cable was found to be broken at the distal idlers. The idler pulley was able to spin freely and it did not exhibit any damage. The cable segment sticks out at wrist. Other cables at wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.